Manufacturer narrative:
Follow up #1 submitted: 04/11/2017. This complaint was reported on an individual medwatch report in error as the product/device is under agreement for pilot summary reporting agreement. This complaint will be included on animas pilot summary report.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue; moisture behind the display lens. The device was returned and investigated by product analysis on (B)(6) 2017 with the following findings: examination of the pump confirmed moisture contamination behind the display lens. On investigation, the pump powered on to a fully illuminated display screen; investigation did not duplicate the alleged ¿cloudy¿ display. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.